Event description:
It was reported that the 9600 system had to be rebooted and the procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. There was a disk left in the floppy drive. The disk was removed during the service call. The system was tested and found to be working as intended, and put back into service.